Event description:
A customer reported that the 60-8005-001, system 5000 electrosurgical unit, 100 - 230 vac 50/60 hz device was used in an unknown procedure on (B)(6) 26, and ¿patient was burned during the procedure¿. The procedure was completed without the use of an alternate device. There was no report of medical/surgical intervention, or extended hospitalization for the patient. There was no report of a device malfunction. Further assessment was attempted, and a good faith effort was made to obtain additional information; however, no additional information has been received to date. This report is being raised on the basis of the reported injury of a patient burn of unknown degree.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.